Event description:
It was reported that during a training/demo of the da vinci system the tip-up fenestrated grasper lost functionality of the jaws and were unable to open. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system, and passed the recognition/engagement tests but failed to move intuitively. The instrument moved intuitively with full range of motion in all directions. The grip tips failed to open during multiple attempt in different positions. The input disks were manually manipulated and the grip tips still failed to open. The housing was removed to inspect potential causes but no damage was found. The grip tips were able to open manually when prying grip tips by hand. The root cause is not determinable/applicable. This instrument was transferred to engineering for further investigation. A closer examination of the jaws revealed that there had been rust within the grips of the instrument. The instrument grip cables were cut in order to reveal the hypotubes and no debris was found within them. It is likely that the stuck grips were caused by the rust formed between them.